Event description:
The catheter was advanced over the guidewire. The ivus was activated. The image appeared as normal. The while orienting the device so the reentry device was n the 12-o'clock position, the image went black. Attempts to troubleshoot were unsuccessful. The ivus unit eventually stopped recognizing the catheter.